Manufacturer narrative:
An investigation was performed on retention and returned products for the reported lot number. Retention and returned devices were tested with in-house drug free donor urine and all devices showed expected negative results for all analytes including coc and thc at read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
The customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug free donor urine and all devices showed expected negative results for all analytes including coc and thc at read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving one false positive thc result and one false positive coc result on one patient using the alere iscreen 9 panel test. Confirmatory testing was conducted and produced negative results for both drugs. Although requested, no additional information was provided.